Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2005. A subsequent revision procedure was performed due to the fracture of two taper components. The proximal femur and taper adaptor were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Package insert states under possible adverse effects: loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Review of the explanted devices suggest the the tapers fractured in fatigue. This follow-up report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00709-1 / 00711-1).